Event description:
It was reported that during an unknown procedure, the staples were malformed. Three reload units had the same problem. The surgeon changed to use hand sewing to complete the procedure. There were no adverse consequences for the patient.

Event description:
Reporter alleged obtaining a blood glucose result of 66 mg/dl on his advantage system compared to the rehabilitation center's measurement of 36 mg/dl when testing was performed less than 1 minute apart. Reporter stated the readings were taken after going for a two hour walk and was then treated by a registered nurse with juice and food. Reporter stated however he was able to self treat. Reporter indicated being at the rehabilitation center for a condition not related to diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
(B)(4). (B)(4). Spring cartridge lockout tab. The analysis results found that three tr45g reloads were received fully fired. Reload (b) and (c) were received with the lockout normal; reload (a) was received fully fired and with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the returned reloads. Event could not be confirmed as no device was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.